Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device exhibited an elevated ventricular pacing impedance measurement. During an invasive investigation, the device's proximal rate/sense setscrew was stuck in a retracted position. The device was explanted and replaced with a new crt-d device.